Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(6)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-2sd device [0bc60105]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 4 service records since the device was shipped. The repair details are as follows: - august 2018: the bearings, springs, and o-rings were replaced. - november 2020: the bearings, springs, retainer, slider, shaft spacer and o-rings were replaced. - february 2021: the bearings were replaced. - march 2022: the bearings were replaced. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted a visual inspection of the returned handpiece and the p200-smh motor, which was returned together with the handpiece, and observed that there were no abrasion or deterioration on the handpiece and motor. C) nakanishi conducted temperature testing of the returned device in the following manner: c.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. C.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 80,000min-1, which is the maximum rpm for the motor that drives the handpiece (80,000min-1 for the handpiece), and measured the exothermic response. C.3) nakanishi measured the temperature rise of the returned handpiece set at 80,000min-1 (motor revolution 80,000min-1). Nakanishi observed an abnormal temperature rise at the test points (1) and (2) a few seconds into the test. Temperature measurements about 20 seconds after the start of the test were as follows: - test point (1): 63.8 degrees c. - test point (2): 102.4 degrees c. - test point (3): 36.2 degrees c. - test point (4): 30.0 degrees c. The handpiece suddenly stopped rotating and e06 error code, which indicates failure of the motor handpiece, appeared. As a result, the test was concluded about 20 seconds into the planned 3-mimute evaluation period. D) nakanishi detached the handpiece from the motor and conducted temperature testing of the motor only in the same manner as above in order to identify which device caused the reported event, handpiece or motor. There were no abnormal rise in temperature during the 3-minute test period. Temperature measurements 3 minutes into the test were as follows: - test point (4): 33.4 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing in the nose body was broken. - the inner race of the bearing was stuck on the spindle. - the internal parts were soiled, corroded, and abraded. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(6). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing was the following: - ingress of undesirable materials into the bearing, leading to abrasion, - reduced strength of the abraded bearing, or - a strong impact on the device together with cutting vibration, which caused abrasion. B) a lack of maintenance caused debris ingress into the bearing and abrasion of the bearing during rotation. This contributed to the handpiece overheating. C) misuse by the user led to the above issue, which contributed to the reported event. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the doctor and reminded the doctor of the importance of maintenance and using of the device as instructed in the operation manual.

Event description:
On (B)(6) 2022, nakanishi received a phone call from a dealer about an nsk surgical device overheating. The details nakanishi obtained are as follows: the event occurred on (B)(6) 2022. Doctor was performing an oral surgery procedure on a patient using the p200-sd drill attachment (serial no. (B)(4). During the procedure, the drill attachment overheated, and the patient received a burn injury in the oral cavity. The doctor applied steroid ointment to the burn injury of the patient.